Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that critical error was occurred. Blood glucose was 120mg/dl. Troubleshooting was performed for flashing. Customer reported display was flashing. But customer stated that no report of insulin pump screen flashing when screen was turned on after being in sleep mode. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a blank non-flashing white lcd display with vertical/horizontal white lines due to cracked lcd glass. Unable to perform the self test, displacement test or verify critical pump error and missing segments/partial display due to blank display.